Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used in the colon during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, the day after procedure, patient presented with fever of 102 fahrenheit. Patient was prescribed with antibiotics and was discharged. The patient's condition was reported to be "fine." Reportedly, the patient had a history of crohn's disease. The procedure was completed using this device and no device malfunction was reported.